Event description:
It is reported that, patient had left hip surgery in (B)(6) 2009, she has pain and poking feeling all the time. Revision surgery not yet performed.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the device in the u.s. The manufacturer did not received explanted devices, x-rays, or other source documents for review. Where lot numbers were received for explanted device history records were reviewed and found to be conforming. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4)